Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: image 0 provided for this revision demonstrates separation of the glenosphere from the glenoid base plate, with the base attachment now oriented superomedially. No additional abnormality detected. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently, the patient was revised approximately nine (9) weeks later due to disassociation of the implants.